Manufacturer narrative:
Product analysis: the hawkone was returned inside biohazard bag with a hawkone device sticker attached which indicated lot 0010105784. No ancillary devices were included. The hawkone was returned with the distal flush tool placed over the distal assembly. Within the dft, damage to the coiled hosing was noted. The dft was removed and observed the damage was approximately 1.5cm from the cutter window. A tear to the tecothane which ran parallel with the coils was observed and protruded out from the housing. The tear was noted on the top plane of the coiled housing (opposite plane of the gw tubing). No other damages or anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with non medtronic 6fr sheath, a 0.014 guidewire and a 4mm spider embolic proctection device during procedure to treat a moderately calcified plaque and fibrous lesion in the right proximal,mid and distal popliteal artery, tibial/popliteal trunk and anterior tibial artery with chronic total occlusion (cto-100%). The vessel diameter and lesion length are 4-6mm and 120mm respectively. The vessel was not pre dilated but post dilated. IFU was followed. During procedure, physician was unable to flush the tissue, the nose cone was damaged. A bulge was noted. There were no detached components and no damage noted to the pet liner. It was reported that another hawkone device was used when tissue was noted extruding from the side of the nosecone. There was a bulge noted at the tecothane. This abnormality was noted when cleaning the device for further atherectomy of the target lesion. There was no patient injury reported.